Event description:
The customer reported taht while the unit was in use on a patient, the unit repeatedly generated gas loss alarms. The patient was switched to another unit and therapy was continued. No patient injury was reported.